Event description:
Pt was not feeling well and began experiencing high blood glucose levels. Her pump alarmed (04) several times indicating an occlusion. She adjusted the piston rod. She was hospitalized later that day and given intravenous insulin.